Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. The lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service with no further complications. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.